Manufacturer narrative:
The handpiece was received at the manufacturer for service and evaluation. The initial complaint could not be verified. Based on the investigation details, the rear motor assembly was corroded and needed to be replaced in addition to several other components. The device was repaired and returned to the customer.

Event description:
It was reported that the device continued to run on its own after the trigger was deactivated. The customer does not know if this occurred during a surgical procedure or if there were any adverse consequences.